Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the surgeon, the patient experienced an infection at the implant site. The patient was hospitalised and treated with IV antibiotics. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted june 19, 2020.